Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a detached downstream occlusion (dso) seal and delaminated upstream occlusion (uso) seal. The pump alarmed for error code 41786. The cause of the customer reported problem was a defective printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, and pwa board. The manufacturer representative updated the software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was beeping constantly with no display. The customer returned the product for the constant beeping, and during physical inspection it was found that the downstream occlusion (dso) seal was detached, and the upstream occlusion (uso) seal was delaminated. There was no patient involvement.